Event description:
Access port for chemotherapy placed in left subclavian 6/19/95. Pt received nalvedine via port bimonthly. In 9/95, after chest x-ray showed no change in position of catheter tip, and after good blood return, pt complained of pain around the time of nalvedine administration, demonstrated breast erythema and extravasation protocol activated. Surgical and plastic specialties consulted and cath removed 9/19/95.